Event description:
Customer reports the device is displaying fault condition during daily test. No reported pt involvement. Service representative has been unable to duplicate the report malfunction, investigation is continuing.